Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member of the patient. It was reported that the patient¿s inss were replaced on (B)(6) 2017. It was mentioned that there was an error message on the programmer which was stated to be a call your doctor message that was with the previously reported 25% message.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was experiencing a marked worsening of symptoms over the weekend prior. The patient was experiencing worsening speech and difficulty walking. The patient¿s parkinson¿s symptoms have worsened with time, but this change was out of the ordinary. It was reported that this onset of worsening symptoms was sudden. The patient¿s son reported that the patient had a fall 2 weeks prior which may have affected the system. The patient hit their head. The patient had a head CT done, but nothing remarkable was found. The patient has not had any settings changed. The patient¿s inss were checked and reported to be on, although the patient¿s left ins is now showing the elective replacement indicator (eri) prematurely. The caller reported that the patient¿s previous ins lasted 5 years, but this one is showing the eri message after 2+ years. No complications reported. On 2017-05-05 additional information was received from the consumer. The caller reported depleted batteries, saying they are below 25%. The patient is having the batteries replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the caller was shocked that the patient's previous inss depleted so quickly, they were powering themselves down and they were at 20% until they checked them and they were only in for 2.5 years and the patient just wasn't right and they didn't have a uti or anything but the patient just wasn't moving correctly. The caller reported they didn't know what was going on so he had checked the inss and the programmer was flashing a picture of a doctor that said "below 20%". The caller reported that after 5 years the patient's first implant battery was still over 65-70% charged. The caller also reported that they were told the inss had depleted that quickly because of the type of battery and because their settings and it had "sucked off" that amount of energy from the battery. The patient's inss were replaced with current implants.